Event description:
While performing CPR on a cardiac arrest pt the zoll monitor displayed vertical lines across the screen so close together that the screen was almost sold green, making an underlying rhythm undetectable. This occurred during a the evaluation of the pts rhythm.